Event description:
Customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the power supplies and input transformer. System operates as intended.